Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal of a tampon the string pulled out leaving the tampon inside. She manually removed the tampon. She was doing fine and did not seek medical attention.